Event description:
On (B)(6) 2012, the lay-user/patient in the czech republic contacted lifescan (lfs) claiming the lfs meter was reading inaccurately low as compared to the laboratory. He reported a value of "5.2mmol/l" on the subject meter and "7.2 mmol/l" on the laboratory device performed between 10-30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%. There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.